Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 the supera stent was implanted in the patient. The patient was at a hospital appointment on (B)(6) 2019. On (B)(6) 2020 the patient expired. The physician did not confirm if the death was related to the implant. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the supera instructions for use (IFU) as a known potential patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.